Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to close properly due to damaged cubies. A field service engineer replaced the cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. A technical service specialist confirmed that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.